Event description:
It was reported the pt presented to the ER on (B)(6) 2014 with ipg site pain and oozing. Subsequently, the scs system was explanted the following day. Follow-up identified cultures were taken of both pocket sites where the swelling and oozing appeared. Further follow-up revealed a (B)(6) infection. The pt was treated with antibiotics. No further status is available at this time.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.